Manufacturer narrative:
(B)(4). Based on the preliminary evaluation of the returned device sample it is observed that the spring wire guide was kinked.

Event description:
The customer alleges it was not possible to insert the catheter over the guide wire. There was resistance noted at the junction hub.

Manufacturer narrative:
(B)(4). The customer returned one 3-lumen catheter and a spring wire guide (swg) for evaluation. Visual examination of the guide wire revealed two bends in the swg body. Visual examination of the catheter revealed a vertical crack in the juncture hub on one side. The crack extends the full length of the juncture hub. The customer confirmed that the juncture hub was purposely cut open after the defect was discovered. Microscopic examination of the inside of the juncture hub at the location of the cracked revealed the distal lumen is partially blocked by extra catheter body molding. The swg bends were located approximately 85 and 375mm from the proximal end of the swg. The length and outer diameter of the spring-wire guide were measured and were found to be within specification. The catheter body length was also found to be within specification. A device history record review was performed with no relevant findings. The IFU provided with this kit instructs the user, "if resistance is encountered, withdraw catheter relative to spring-wire guide about 2-3cm and attempt to remove spring-wire guide. If resistance is again encountered remove spring-wire guide and catheter simultaneo usly." Other remarks: the customer report of difficulty advancing the guide wire through the catheter was confirmed based on visual inspection of the returned components. The swg was returned with multiple bends and the catheter juncture hub had a vertical crack on one side that extended through the entire length of the juncture hub. Microscopic examination of the inside of the juncture hub at the location of the cracked revealed the distal lumen is partially blocked by extra catheter body molding. Based on visual testing, the probable root cause is likely related to the manufacturing/molding of the catheter juncture hub. A non-conformance request has been initiated to further investigate this complaint issue.

Event description:
The customer alleges it was not possible to insert the catheter over the guide wire. There was resistance noted at the junction hub.